Event description:
An incident on (B)(6) 2024 was reported to us by the intensive care intensive care medicine department concerning the following device: ref (B)(4) lot no./serial no. 2403088. The department declares that when handling a 50cc syringe on a pleural drainage pleural drain tap. When unscrewing the syringe, the screw device broke, leaving a piece of the syringe in the pleural drain tap. The pleural drain tap. The incriminated material was not kept.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: there was no photographic evidence or physical samples provided for the investigation of the reported condition. A comprehensive examination of the history of syringe 50ml ll lot 2403088 was conducted, and no deviation or non-conformance related to the alleged defect was found. Six retained samples were received for further evaluation, and upon visual inspection, none of the defects could be reproduced and the syringes are screwed and unscrewed in a luer connection without causing any damage to the syringe. The product undergoes inspections at various stages of the manufacturing process to ensure its quality and functionality. Based on the information available, we are currently unable to identify a root cause related to the manufacturing process. Our quality team will continue to monitor complaints received for this device and the reported condition for any potential emerging trends.

Event description:
No additional information.